Manufacturer narrative:
Device evaluation of monitor has been completed. Upon evaluation, the rear response button was contaminated and non-functional. The cause of the non-functional rear response button was contamination. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.